Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 (patient had emergency explant) due to excessive vaulting, lens opacity (anterior subcapsular), significant reduction of irido-corneal angles, angle closure, deep boring pain, corneal edema and peripheral corneal decompensation. Iop was normal. Sutures were required, one each side, temporally. Cause of the event was due to the device. At one week post-op, central cornea clear, only 1-2 cells/hpf. Central lens clear, no vacuoles or opacities.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim#: (B)(4).